Event description:
It was reported that pt underwent bi-lateral right total knee arthroplasty in 1996. Revision surgery on right knee performed in 2004, replacing tibial bearing and femoral components.